Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 (scope communication error) occurred, and the image did not transfer. The issue was found during preparation for use for a diagnostic unspecified procedure. The procedure was completed with a similar device, no delay was noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation revealed the following findings: due to wear of angle wire; bending angle in the upward direction did not meet the standard value. Due to wear of angle wire; the play of upward/downward knob was out of the standard value. Adhesive on bending section cover (a-rubber) had a chip. Because suction-cylinder was shaved; suction volume did not meet the standard value. Scope-connector was dirty. Due to water leakage; suction-cylinder was shaved. Paint on suction-cylinder was peeled, control unit had discoloration, and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported error e315 and no image issue could not be determined, however, the issue was likely the result of damage to the image sensor unit, including disconnection due to repetitive use stress, external factors, handling, or faulty components on the electric circuit board. The event may be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ ¿confirm that the wli and nbi endoscopic images are normal¿. ¿ observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.